Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 concurrently with tvh, intraperitoneal colpopexy, extraperitoneal colpopexy, and cystoscopy due to cystocele, rectocele, weak rectovaginal fascia, prolapsed uterus, and sui. On (B)(6) 2008, the patient underwent a vaginal mesh revision due to a mesh arm hitting the patient¿s sciatic nerve, fecal impaction, dyspareunia, pelvic pain, and granulation tissue formation. Carpal tunnel surgery and drainage of pelvic abscess and colporrhaphy for disrupted wound repair were performed on (B)(6) 2011. Mesh procedures were also performed on (B)(6) 2011 and (B)(6) 2012 due to nerve pain in the buttocks radiating down the leg, recurrent cystocele, pelvic pain and pressure, dyspareunia, outlet constipation, incomplete emptying, and infection. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent drainage or pelvic abscess and colporrhaphy for repair of disrupted wound on (B)(6) 2011 for presence of pelvic abscess.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.